Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the valve was deployed in a 70:30 aortic position, resulting in grade iii aortic insufficiency; and an ¿immobile leaflet¿ was discovered. An attempt was tried to mobilize the leaflet and a second bav was done, however, the aortic insufficiency persisted. A decision was made to deploy a second valve. A 23mm sapien 3 valve was deployed within the first valve and the repeat echo showed a functioning valve with no aortic insufficiency. The patient was noted to stable post procedure. The patient¿s native annulus diameter measured 22.2mm and the patient had mild leaflet calcification and mild lvot calcification.

Manufacturer narrative:
The sapien 3 valve remains implanted in the patient and was, therefore, not returned for evaluation. Images were received and upon evaluation, a calcified annulus was visualized and confirmed. Heavy calcium was present in the lvot along with mitral annular calcification (mac). No bav was seen. The valve did not appear to be centered when it crossed the annulus. Valve deployed was performed with nice, slow inflation, but the valve did not appear to be fully expanded and severe aortic insufficiency (ai) was seen. Pvl could be visualized from the lcc, but it was unable to discern whether central ai was present because the pigtail catheter was across the annulus. Post dilation was performed. The ai appeared to be unchanged after the wire and pigtail were removed but it was difficult to determine the degree of pvl versus central ai from the imaging provided. A valve in valve procedure was performed. The ai and pvl appeared to be improved but still present with the wire across the valve. The annulus size was unable to be confirmed due to the quality of the pre-op CT images provided. Valve implant was performed well but cannot confirm the report of an ¿immobile leaflet¿ from the echo images provided. Contributing factors were unable to be confirmed with the information/images provided. A DHR review was performed on the most relevant work orders and revealed no issues that would have contributed to the complaint event. Lot history review did not reveal any other additional complaints related to ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿leaflet ¿ inadequate coaptation-in patient¿ or ¿valve ¿ regurgitation¿. A review of complaint history revealed that the occurrence rates did not exceed the february 2018 control limits for the applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. No IFU/training deficiencies were identified. Inspections in place during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. While the complaint of ¿leaflet ¿ motion restricted-in patient¿ was unable to be confirmed, the complaint of ¿valve ¿ regurgitation¿ was confirmed based on the review of returned imagery. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of leaflet impingement in a calcified native valve, impingement of a leaflet due to the guide wire, under expansion of valve, leaflet damage due to post dilatation or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Per the IFU, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors above can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Imagery review revealed that there was severe ai post thv deployment. Pvl was confirmed, but with the pigtail catheter across the annulus, central ai was unable to be confirmed. Additionally, it was noted that the valve appeared to be under expanded. Although imagery review did not reveal any immobile leaflets, it is possible that the mobility of the leaflets may have been restricted as a result of thv under expansion, which led to the reported regurgitation. As reported, post dilatation with unknown volume was performed twice in attempting to resolve the ai, but was not successful. Per training manual, post dilatation (especially if extra volume was used) could damage the leaflets, causing the motion of the leaflets to be restricted, leading to central leakage. Therefore, post dilatation could be another factor that contributed to the reported event. However, a definitive root cause was unable to determine at this time. No manufacturing non-conformances were identified, therefore an fmea assessment is not required. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required.